Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the colonovideoscope exhibited foreign material coming out of the channel-tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: (b5¿ describe event or problem): should be: it was observed that during the device inspection, the colonovideoscope exhibited a burn on the plastic distal end cover. There were no reports of patient involvement. Correction: (h6 ¿ component code): should be: 772 - cover. Correction: (h6 ¿ medical device problem code): should be: 1071 ¿ thermal decomposition of device. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the investigation results, c-cover was burnt, could not be identified. Mbc could not conclusively specify the root cause of the suggested event. Mbc could not presume the cause of the event. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿the user can detect the event in accordance with the following IFU. Inspection of the endoscope the user can reduce/prevent the event in accordance with the following IFU. Using endo therapy accessories.¿ olympus will continue to monitor the field performance for this device.